Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during atrial arrhythmia dual electrograms (egm) were noted on magnet and nonmagnet egm. It was also reported that the electrograms looks better during arrhythmia. The device remains in use. No patient complications have been reported as a result of this event.